Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke as it got snagged while walking around earlier on the day of this report. The blood glucose was reported as 390 mg/dl and the patient self-treated with manual injection. No further information available.